Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was a 6.4 cm abdominal aortic aneurysm, a 4 cm left common iliac aneurysm and a 6.5 cm heterogeneous left internal iliac aneurysm at the time of implant. Currently there is disease progression with iliac limb dilatation. It was reported that a recent CT currently the heterogeneous measures 8.5cm, and there is a 4 x 4.5cm right common iliac aneurysm and a 4.5 x 5cm left common iliac aneurysm with the presence of a distal type 1 endoleak at the end of the left iliac limb. An endurant iliac limb was implanted successfully resolved the distal type 1 endoleak. No additional clinical sequelae were reported and the patient is fine. Additional information was received for this case. The films revealed that the post-secondary extension implant show that the aneurx bifurcate is positioned just below the renal arteries. The proximal aortic neck is angulated approximately 90deg l-r and a-p. The ipsilateral limb is placed in the right iliac; crossing over the contra limb, and extending in the right external iliac. The right internal is coiled. A smaller (13mm diameter) stent graft is floating within a larger (22mm) stent graft; no endoleak is seen. A 13mm stent graft is seen extending into the left external iliac. Currently the aaa measures 8.5cm, and there is a 4 x 4.5cm right common iliac aneurysm and a 4.5 x 5cm left common iliac aneurysm; no endoleak is seen on the left side. Earlier follow-up images, including images during the reported endoleak, were not provided. The cause of the endoleak is uncertain; likely due to continued disease progression.

Manufacturer narrative:
(B)(4). Film. Results: endoleak. Disease progression with iliac limb dilation. Conclusion: disease progression with iliac limb dilation.